Event description:
The gunther tulip vena cava filter delivery sheath was advanced to the previously marked position with a hemostat with the tip at the renal veins. The filter was delivered through the sheath per manufacturer's recommendations. The filter was attempted to be pushed out; however, this was not successful. There was partial deployment of the filter; however, the filter would not exit the sheath and it was impossible to retract it back into the sheath. At this point, since the filter was only partially exposed decision was made after a few attempts at dislodgement and proper positioning to simply remove the entire assembly. This was performed. The filter was removed to the level of the left common femoral vein. Subsequently, a cutdown was performed; the femoral vein was exposed after division of subcutaneous tissue. The filter was removed with a pursestring suture upon removal from the vein.======================manufacturer response for ivc filter, gunther tulip vena cava filter (per site reporter).======================waiting on response upon evaluation of returned product.